Manufacturer narrative:
The device is expected to be returned however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" on the continuous glucose monitor (cgm). Elevated blood glucose was addressed with manual dose injection. The customer changed supplies and resumed insulin therapy prior to calling, therefore no troubleshooting was performed. A replacement pump was sent to the customer.